Event description:
It was reported by the user facility that after attaching the dialyzer to the machine, a filling program would start and the saline bags would begin to fill up. When checked, it had dialysate in the bag - used a bicarb test strip and it was positive. The biomedical technician was unable to replicate the issue, the air separator was replaced. The machine was replaced back into service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occured during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.